Event description:
The customer reported to olympus, the videoscope cable exera ii was broken. Upon inspection of the customer¿s returned device it was observed, image was interrupted due to curled cable disconnection. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, cable break was noted, and when moving the cable in the area of the scope connector, image disturbances/interruptions appeared. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device had an image interrupted due to a curled cable disconnection during evaluation; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.